Event description:
It was reported that there was an infection. The patient had the implantable neurostimulator (ins) and extension explanted due to an infection at the pocket site, the lead had been left in. On the date of this report the patient was having the ins and extension placed. It was unknown when they had been explanted.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0mv7b, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0mv7b, implanted: (B)(6) 2014, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).